Manufacturer narrative:
The pump user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced a blood glucose (bg) level ranging between 396-397 mg/dl. Reportedly, the customer had been using fiasp insulin within the pump supplies.